Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced rising shock impedances that reached out of range values. It was noted that a lead insulation issue was the suspected cause. A commanded shock was performed during a lead and device changeout to check system integrity, which triggered a code 1005. Code 1005 indicates an open circuit condition was open during shock delivery. The commanded shock confirmed the shock impedance was high out of range. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A UDI request was made. A supplemental will be sent once that information becomes available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced rising shock impedances that reached out of range values. It was noted that a lead insulation issue was the suspected cause. A commanded shock was performed during a lead and device changeout to check system integrity, which triggered a code 1005. Code 1005 indicates an open circuit condition was open during shock delivery. The commanded shock confirmed the shock impedance was high out of range. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.